Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information requested: can you please clarify, "when the anvil was detached and the result was an incomplete doughnut", was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)?

Event description:
It was reported that after firing the device, when the surgeon pulled out the circular stapler. The anvil was detached. The result was an incomplete doughnut. In order to complete the procedure, the surgeon opened a new like device and the anastomosis was okay and doughnut was complete.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify, "when the anvil was detached and the result was an incomplete doughnut", was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Additional information received from the surgeon: "after firing, anvil of stapler got detached inside the lumen and incomplete donut.¿ he mentioned before that there were staples missing from the staple line.

Manufacturer narrative:
(B)(4).batch # m55n4g. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. In addition tyvek and staple retainer was received. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No issues with the anvil was noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.